Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, respiratory tract irritation, hypersensitivity, kidney disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to previous report that this device was part of the recall. After evaluation, no particle allegation, no mention of recall, no service evaluation of particle degradation has been determined to have occurred and should be filed as adverse event only. Hence, this section: adverse event/product problem, evaluation method grid, remedial action init(h7) and recall (z) number(h8) have been updated.

Event description:
The manufacturer received information in relation to a dreamstation auto bipap unit. The patient alleges nose irritation, respiratory tract irritation, hypersensitivity, kidney disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, respiratory tract irritation, hypersensitivity, kidney disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box b: adverse event/product problem as both and outcomes attributed to ae as other are corrected. In box e: reporting institution name is updated. In box g: report source - other is updated. In box h: device problem code, evaluation method code, evaluation results code, conclusion code, remedial action init and recall (z) number are corrected.